Event description:
It was reported the patient experienced shakiness, withdrawal, and bright red skin over the pump site. The hcp questioned if it could be due to a catheter disconnect. No testing has been performed at the time of the report. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.